Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus using a penumbra system red 72 reperfusion catheter (red72) and a sendit delivery device (sendit). It was noted that the patient had extremely tortuous anatomy. During the procedure, physician began advancing the red72 with the sendit to the target location with force. After reaching the target location, the red72 jumped forward and perforated the middle cerebral artery (mca). The thrombectomy procedure ended at this point. The perforation in the mca was embolized with coils. The patient's current status is unknown.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.